Manufacturer narrative:
Updated a4, b1, b2, b3, b5, e1, e2, e3, d11, g4, and h6.

Event description:
It was reported that the device did not provide an alarm. The patient was on the lowest concentration of epinephrine infusion and the rate came out to 0.1ml/hr. The dose kept being increased but noticed that the patient was not improving, then the bedside nurse discovered that the epinephrine tubing was clamped off but the pump did not give an alert. The patient had not been getting the medication for about 4.5 hours or so and there was no alert from the pump. Furthermore, it was mentioned that the clinical staff did some experiments with alert times, syringe sizes, rates and found that some alerts were not firing for 4 for 9 hours. Due to the event, the patient received a bolus dose of epinephrine, the heart rate was in the 200s beats per minute, and received additional fluids. The event occurred at the pediatric ICU.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device did not alarm. Baby was on the lowest concentration of an epinephrine infusion and the rate came out to 0.1ml/hr. The dose kept being increased but noticed the baby wasn¿t improving, then the bedside nurse noted that the epi line was clamped off. The pump did not give an alert. The baby had not been getting epi for over 8 hours or so and there was no alert from the pump. So overnight, the picu staff did some experiments with alert times, syringe sizes, rates and some alerts were not firing for 4-9 hrs. The dose was being increased but baby did not improve. Nurse noticed epi line was clamped off and device failed to alarm. Patient received bolus dose of epi; hr to 200s; received additional fluids.